Event description:
It was reported by dealer that the end user is stating that her irc5p concentrator left black spots on the wall, floor and ceiling, and would like us to pay for her apartment to be cleaned.

Manufacturer narrative:
Follow up will be filed if additional information is received.